Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive keypad. The act button was unresponsive due to corroded keypad traces noted. No unexpected button error alarms noted during testing. Displacement test was not performed due to the keypad anomaly. The insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and cracked belt clip slot.

Event description:
It was reported that the customer had a button error alarm and keypad unresponsive on the insulin pump. The customer's blood glucose level was unknown mg/dl. The patient stated that had no significant event recalled leading to the alarm. The patient was advised to revert to a back up plan and insulin pump will need to be replaced.